Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during drain 5 of 6 of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the patient¿s transfer set inadvertently became disconnected during therapy when the tubing was caught in the patient's wheelchair. The transfer set separated between the twist clamp and the mainbody. The transfer set was reconnected and the patient attempted to continue therapy. Proper procedures were reviewed and the technical service representative assisted the caregiver with ending therapy. The caregiver was advised to contact their nurse for further instruction. There was patient involvement, but there was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. The guide also warns the user to follow aseptic technique when handling lines and warns that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.